Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found air loss alarm, opened the ventilator, found one tube disconnected from the transducer printed circuit board, reconnected it and the ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated a constant air supply loss alarm. There was no patient involvement.